Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during peritoneal dialysis procedure, after the first firing, the jaws did not open, then the device was removed from the tissue by force but no tissue damage was caused. The jaws did not open, but the device was released from the tissue in a protective manner. There was no patient injury.